Event description:
Same case as MFR#: 2134265-2009-00469. It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The pt presented for a scheduled cardiac catheterization procedure. The pt was recently hospitalized after undergoing a stress echocardiogram which was an abnormal study with development of chest pain, as well as wall motion abnormalities with exercise. The pt had also been complaining of intermittent substernal chest pain with mild exertion which had been going on for a period of several weeks. The pt was admitted an underwent a drug eluting stenting treatment procedure. Intervention on the 90% stenosed left anterior descending artery (lad) and 90% stenosed diagonal bifurcation was performed. The pt was given angiomax and 600mg of plavix. A 2.5x12mm maverick balloon was advanced to the area of ostial stenosis in the diagonal branch. The balloon was inflated to approximately 6atms for 13 seconds. The balloon was repositioned proximally and a second inflation occurred at 6atms for 16 seconds. Following this, the balloon catheter was removed and the angiograms were repeated. A 2.5x15mm unspecified balloon was then advanced to the lad. The balloon was inflated to 6atms for 8 seconds, followed by reposition and a second inflation at 6atms for 6 seconds, followed by repositioning and a third inflation at 8atms for 21 seconds. The balloon catheter was then removed and a 2.5x12mm taxus express2 drug eluting stent (des) was advanced to the area of ostial stenosis in the diagonal branch. The des was deployed at 14atms for 18 seconds. The stent delivery system (sds) was removed and the angiograms were repeated. A 3.5x16mm taxus express2 des was then advanced to the lad and was deployed at 12atms for 30 seconds. The sds was then removed and the angiograms were repeated. The wire in the diagonal branch was brought back and then re-advanced into the diagonal branch and kissing balloon inflations occurred with a 2.5x12mm maverick in the diagonal and 2.5x15mm maverick in the lad. Kissing inflations occurred at 12atms for 30 second for the diagonal branch and 10atms for 32 seconds for the lad. Both balloons were removed and angiograms were repeated. Excellent results were obtained with timi 3 flow and no evidence for dissection or thrombus. The pt tolerated the procedure well and was transferred to the telemetry post procedure for recovery. Ten months later, the pt presented to the emergency room after several hours of left-sided chest pain with radiation into the neck and left arm. Nitroglycerin was given to relieve the pt's symptoms. It was thought that an electrocardiogram and admission for 24 hours of observation was appropriate; however, the pt insisted on being discharged. The pt admitted that "this was the third or fourth time that this has happened." Seven months later, the pt was having substernal chest pain at home and several mins before the ems arrived, the patient has collapsed. When the ems arrive, the pt was shocked approximately four times, intubation was attempted but failed, and so emergent cricothyroidotomy was performed. Upon arrival to the emergency room, the pt was still in cardiogenic shock and was cardioverted several times in the emergency room and was urgently taken to the cath lab. Angiography of the lad showed that it was totally occluded proximally. An unspecified guide wire was sent down the lad and the artery was repeatedly dilated and then a separate unspecified guide wire was placed in the diagonal branch and the artery was dilated with an unspecified 3.0mm balloon. It was noted that there was excessive bleeding in the pt's oropharynx and trach site where the pt had lost at least one liter of blood. A general surgeon was called in to help control the bleeding; the upper airway was packed and the pt's fluids were increased, and blood was ordered. At the end of the procedure, a balloon pump was placed and angiomax was given. Anticoagulation could not be continued due to the pt's excessive bleeding in the oropharynx. The pt was transferred to the intensive care unit with a balloon pump and ventilators in place. In addition, the pt's glucose level was quite elevated and the pt was placed on an insulin drip. The following day, it was found that the pt's saturations were declining and it was found that the tracheotomy tube had a large air leak. The tracheotomy tube was changed and the leak was sealed. Following this the pt's saturations came up and the tidal volumes improved dramatically. The bleeding was resolved and the pt remained on ventilator support for several weeks. The pt's tracheostomy was removed a week prior to discharge. It was also noted that the pt suffered ventilator associated pneumonia. The pt was treated with IV antibiotics. On discharge, the pt was not requiring any supplemental oxygen. It was also feel the pt may have suffered some anoxic brain injury. When the pt was brought to the floor after intervention on the lad and diagonal branch, he was still experiencing some cognitive delay. Overall the patient continued to improve over the course of the hospitalization. The pt also suffered acute renal failure during his hospital stay. The pt required hemodialysis and upon discharge, the pt's kidney function had improved. One month and eight days after the pt presented to the emergency room, he was discharged from the hospital.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.